Manufacturer narrative:
Device manufacture date: battery (B)(4). Battery (B)(4): 11/2009. Device eval summary: device evaluation of batteries (B)(4) and (B)(4) have been completed. The reported problem (battery won't hold a charge) has been confirmed. Upon evaluation, battery (B)(4) was found to have a 2.4 output voltage and battery (B)(4) was found to have a 4.6 voltage output. The root cause of low battery output voltage was due to the patient leaving the batteries in the system for over 48 hours. Review of the patient's flag files reveals excessive "battery runtime expired" flags occurring on both battery packs. No adverse event resulted from the defective batteries. The patient received two replacement battery packs.

Event description:
The nurse assisting a (B)(6) male patient contacted zoll lifecor customer support to report that neither one of the patient's batteries are starting up the monitor. Nurse reports that the green block is lit up on the charger, and one of the batteries in the charger is showing a red flashing light. The patient was provided with two replacement battery packs.